Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the balloon catheter would not deflate. A few minutes of manual manipulation were necessary to deflate the balloon. No patient complications have been reported as a result of this event.